Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found contrast visible in the inflation lumen and blood visible in the guide wire exit notch. The balloon was still tightly-folded. This suggests that the device was prepared for use and may have been loaded onto a guide wire at some point. There was no damage noted to the tip of the catheter, which is inconsistent with the reported information that the tip was defective. However, additional follow-up information received from the account stated that the tip was initially reported as defective because it experienced resistance with the guide wire. The analysis was also unable to confirm the reported difficulties as a full length mandrel was then advanced through the tip, the inner member and the guide wire exit notch, and there was no resistance noted. A new guide wire was also advanced and removed from the catheter without difficulty. This may further suggests that the experienced difficulties may have been related to the unreturned used guide wire, although this cannot be confirmed. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all dilatation catheters are 100% visually inspected and checked for proper guide wire movement during the manufacturing process. A sampling of units is also destructively tested to ensure proper guide wire reversibility. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. In this instance, since the analysis was unable to confirm the reported difficulty positioning, removal difficulties with a guide wire and did not identify any malfunction with the returned catheter, there is no indication of a product quality deficiency.

Event description:
It was reported that outside the body prior to insertion into the guiding catheter, there was resistance between the trek balloon and the whisper guide wire during advancement of the balloon and then removal of the balloon. The tip of the trek balloon catheter was defective. Another trek catheter of the same size was therefore used to continue with the procedure. No adverse patient effects were reported. No additional information was provided.